Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during re-anastomosis after hartman procedure, while on the finals step of the anastomosis, the stapler had cut the tissue but did not fire. Also, the device could be tilted after firing and the anvil was bent. As a result, a re-anastomosis was done and the surgical time extended for more than 30 minutes, patient incurred blood loss of 500cc or more and tissue damage. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during re-anastomosis after hartman procedure, while on the finals step of the anastomosis, the stapler had cut the tissue but did not fire. Also, the device could be tilted after firing and the anvil was bent. Unformed staplers fell into the patient's cavity. The surgical time extended for more than 30 minutes, patient incurred blood loss of 500cc or more and tissue damage. Resection of bowel, reanastomosis and protective ileostoma was done to resolve the issue in order to complete the case. Due to the product problem, the incision was extended and a blood transfusion from the blood loss was required. Patient was alive. The event extended the patient hospitalization and an additional operation will be done to perform the anastomosis of the ileostoma. The patient has a medical history of rectumcarcinoma and liver metastasis. Chemotherapy or radiation treatments are noted to be a primary cause of the carcinoma.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device with single use stapler. The safety was observed to be broken. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed secondary safety damage may occur if the latch is forced into disengagement prior to green indicator visibility. If information is provided in the future, a supplemental report will be issued.